Event description:
It was reported an angio-seal device was deployed following a percutaneous coronary intervention (pci) procedure on june 2004. The physician performed the puncture at a shallow angle (under 35) due to the pt being thin. While placing the tension spring, the physician noted bleeding, manual compression was applied with hemostasis achieved. Bleeding began again when the pt was on the hosp ward (time unknown). Manual compression was performed for approx 2 hours, however, the hematoma continued to grow and the pedal pulse was absent. The pt received a 1200 cc transfusion (type unknown). The pt was transferred to medical university the same day. It was confirmed the angio-seal system (anchor, collagen and suture) were inside the iliac artery and totally occluding it. The pt was transferred to surgery where the angio-seal device was removed. The postoperative course was fine and the pt was transferred back to hosp on june 2004. The physician questioned whether the angle of puncture prevented the anchor from being placed correctly, causing the bleeding. The sjm representative instructed the physician the puncture by right angle again. The deploying physician has completed 6 deployments (as required for certification).